Event description:
It was reported during an unknown procedure the device deployed clips that were formed in a criss cross fashion and some fell off. They were not adhering to the structure. There was no pt consequence.